Event description:
It was reported there were concerns the pacemaker was exhibiting premature battery depletion (pbd). The remaining battery life has decreased and the current battery consumption is at 153%. Data analysis has been requested. There were no adverse patient effects reported. Currently, the device remains in service.

Event description:
It was reported there were concerns the pacemaker was exhibiting premature battery depletion (pbd). The remaining battery life has decreased and the current battery consumption is at 153%. Device data confirms that the power consumption of the device has been consistently increasing and replacement is recommended. There were no adverse patient effects reported. Currently, the device remains in service. Additional information was received that confirms this device was explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported there were concerns the pacemaker was exhibiting premature battery depletion (pbd). The remaining battery life has decreased, and the current battery consumption is at 153%. Device data confirms that the power consumption of the device has been consistently increasing and replacement is recommended. There were no adverse patient effects reported. Currently, the device remains in service. Additional information was received that confirms this device was explanted and replaced. There were no additional adverse patient effects reported.